Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the cause was due to damage on cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the camera head, which is an olympus asset with no reported complaint. During the evaluation of the device, technician found lost watertightness due to damage on cable unit. There was no patient involvement.